Event description:
It was reported that prior to implant, the device was detected in backup vvi mode. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset was confirmed in the laboratory via interrogation. The device was tested on the bench and the reset could not be reproduced. The cause of the reset could not be determined.